Manufacturer narrative:
A ge representative contacted the customer and directed them to replace the fluoro functions board, the system interface board and the power on key. The customer replaced the parts. The system operates as intended.

Event description:
The customer reported the keyboard is not working, the power on key is damaged, and the system displayed an iris potentiometer error. No pt injury was reported.